Event description:
Per the clinic, the patient experienced recurring infections at the implant site. IV antibiotic treatment was attempted; however, the issue could not be resolved. The patient underwent a surgery on (B)(6) 2015, to remove the abutment. The fixture remains insitu.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.